Manufacturer narrative:
.

Event description:
Customer reported hospitalization due to high blood glucose. Customer states that the blood glucose readings were high and the cannula was bent. Nothing further reported.